Manufacturer narrative:
H4: the lot was manufactured from december 16, 2020 ¿ december 17, 2020. H10: seventeen (17) actual samples were received for evaluation. Visual inspection along with magnification was performed which observed a particle matter inside the fill port connectors of seven (7) samples only. The reported condition was verified in seven (7) samples; however, not verified in ten (10) samples. The cause of the condition was due to manufacturing issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event was reported to have occurred on an unknown date between (B)(6) 2021 and (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was observed in seventeen (17) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to use. There was no patient involvement. No additional information is available.